Event description:
It was reported that patient has experienced shocking sensations in the neck accompanied by dyspnea that settings adjustment has not alleviated, the physician is seeking replacement surgery. The physician initially reported that the shocking sensations were related to the patients anxiety. The device has reportedly migrated "over a little far to the left, almost under the arm". There are an increased number of magnet stimulations on the trending data not associated with magnet swipes and the physician believes could be due to a reed switch malfunction. Additionally the patient had a lithotripsy procedure for kidney stones which labeling states is a procedure that can damage the generator. The reed switch malfunction will not be coded as the non-reportable event of magnet activations exceeding magnet swipes adequately reflect the event. System diagnostics are within normal limits which is not expected with a malfunctioning reed switch. Tablet data is requested to investigate this further. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was in pre-op with a planned surgery. It was unknown if patient would have a battery replacement or full revision. Patient noted that she also feels painful stimulation in her chest area. Lead impedance, battery level, stimulation and magnet events were provided. It was advised to the caller that a battery replacement would not be recommended unless a device malfunction is confirmed. Additional information was later received from the physician's office noting that the patient has not been around any electro-mechanical devices and the patient didn't do anything new/different prior to the high magnet count. The patient reports, "I'm getting shocked all the time and not swiping accidentally with my magnet." It was noted that the increased magnet activity began during the first two months after implant and the patient learned how not to move her head to decrease the event occurrence. The physician indicated "n/a" to the assessment requested regarding the device migration and "n/a" to the request for tablet data. He indicated that surgical intervention has not occurred to date. The physician indicates that the events precede the lithotripsy procedure. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card was received indication patient had full revision surgery. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
The device has been received into product analysis. No other relevant information has been received to date.

Event description:
Generator product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.